Event description:
The ventilator went vent inop and alarmed, while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Extended self-testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications. The customer reported the pt had received a nebuilzation treatment prior to occurrence of the vent inop conditon.